Event description:
It was reported that as he was putting his sales sample set together and that the part and lot numbers on the packaging did not match the part and lot numbers on the product. Package shows part 02.107.306 lot 6963745. Product shows part 02.117.901 lot 6970961. No patient involvement. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: the device history record showed the manufacture date for lot 6963745 was 6-18-2012. Reportedly, the package label indicated this lot number. Manufacture date for lot 6970961 was started on 6-20-2012 and released to warehouse on 6-28-2012. Reportedly, the product was laser etched with this lot number. The lot 6970961 product reportedly packaged and labeled as lot 6963745 was not initiated until 2 days after product was released to the distribution warehouse. The newer lot number did not exist in any systems at that point in time, so could not have been used for the package label. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Investigation could not be completed and no conclusion could be drawn as no device was returned. Placeholder.